Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps that were/will be taken were noted as being "(B)(6) 2025 (company representative) met me at the hospital and made all adjustments to my device to reduce discomfort." The patient noted the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient stated that over the weekend and about 2 days ago they started experiencing excessive back pain in the whole lower back and a shooting pain down the leg like a shock. Patient decreased the amplitude from 3.0 to 0.4 and they were still experiencing back pain. Patient has not had any falls or traumas. Redirected to managing hcp to address concerns about lead and to address symptoms. Reviewed option to turn therapy off completely to further assess if pain continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.